Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a death occurred. The pt with a history of coronary artery bypass surgery in 2004 and myocardial infarction with stent placement to the left anterior descending artery 4 months later. In 2005, the target lesion was located in the saphenous vein graft (svg) to the obtuse marginal branch. The vessel was completely occluded and an angio-jet thrombectomy was performed, the vessel was then predilated with a 2.5 x 20 mm and a 2.0 x 15 mm maverick balloon. Angio-jet thrombectomy was again performed after predilation. The physician, then, deployed a 3.5 x 32 mm taxus express2 drug eluting stent at 18 atms in the distal end of the svg just before the anastomosis. A 3.5 x 28 mm taxus express2 drug eluting stent was then placed at 20 atms proximally overlapping the first stent. Some residual stenosis was seen proximal to the deployed stents, so the physician decided to place another 3.5 x 28 mm taxus express2 drug eluting stent at 20 atms overlapping the second stent. (It is noted that it is against the directions for use (dfu) to stent a saphenous vein graft and to place overlapping stents, also the rated burst inflation pressure for the taxus express2 stents is 18 atms). After deflation of the final stent a perforation was discovered. The physician inflated the stent balloon four times, twice for two minutes and twice for five minutes, in an attempt to seal the perforation but this was unsuccessful. During these inflations a 3.5 x 16 mm cover stent was being prepared to seal the perforation. After the fourth balloon inflation, the balloon would not deflate. Several attempts were made to deflate the balloon; a deflator and an injection syringe were also used with no success. When the physician tried again approx 27 cm of the sds was left in the pt. It is unk the length of time the balloon was inflated before the shaft broke. The physician also stated it was unk why the balloon would not deflate and withdraw from the pt. The physician attempted to retrieve the tip by using a snare but the pt's blood pressure dropped and pt was found to be in cardiac tamponade. A pericardiocentesis was performed immediately in the cath lab, which removed 50 cc of bloody pericardial fluid. After the pericardiocentesis the pt's blood pressure came up to 100 mmhg systolic. A cardiac surgeon was called because of the hemodynamic instability and the pt was sent to surgery. During surgery the tamponade was completely evacuated with some difficulty due to adhesions. The dissection was repaired and the balloon was removed. Attempts to wean the pt off of cardiopulmonary bypass were unsuccessful and the pt was pronounced dead.

Event description:
The product was retained by the hospital and on-site analysis was performed in april 2005. Present during the analysis were the hospital risk manager, (attending physician for the complaint procedure) was unavailable, and dr. Observed the analysis. The delivery device without the stent was available for analysis on site at the hospital. Several bends were noted within the hypotube of the device, no bends were greater than a 45 degree angle. The distal polymer shaft of the device was elongated and separated 12.5 centimeters from the distal edge of the hypotube. This shaft damage is consistent with application of entsile forces exceeding the shaft tensile specification. There was no focal necking at the proximal balloon bond. Examination of the coaxial shaft in the area of the wire exit port revealed an area of focal shaft neck-down in both the outer and inner shafts. This neck-down was located approximately 4 milimeters distal to the wire exit port. It is believed that this necking is a result of the extreme tensile forces applied to the device, and that it was not present at the time of reported balloon deflation difficulties. No defects were noted within the device assembly or compoenents that would have led to the difficulties experienced during the procedure. Product anaylysis could neither confirm nor deny the difficulty stated in the complaint. The exact cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing procsses include extensive testing and inspections to ensure each product meets or exceeds material, assmebly and performance specifications. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with company standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications at the time of release to distribution.